Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation the balloon ruptured. No balloon pieces remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation the balloon ruptured. No balloon pieces remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter with the product mandrel and balloon protector in the as manufactured position. The shafts, tip, and balloon were microscopically and visually examined. The product mandrel and balloon protector were removed with no issues. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the device revealed presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure. The balloon was able to be inflated instantly to rated burst pressure and was able to maintain pressure with no leaks or issues. Product analysis did not confirm the reported balloon rupture, as the balloon was able to be inflated and maintained pressure with no leaks or issues.